Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. Further follow-up revealed that pt had an increase in seizures since the high impedance incident, but that the increase was not above their pre-vns baseline frequency. Pt is hospitalized for a respiratory infection and their condition was reported as "not good". Medical opinion was that the increase in seizures was due to lack of vns therapy due to suspected lead break as well as pt's health condition. Chest x-ray did not reveal any discontinuities in the ncp system. Lead replacement surgery will be scheduled if pt becomes well enough to undergo the surgery. There have been no medication changes, no change in the device settings and no environmental stimuli (stress, family issues, etc.) That could be contributing to the seizure increase.